Event description:
Per email: patient reports cadd legacy pump alarmed no disposable with cadd cassette lot number 4157445. Replaced cassette and alarm resolved. No further details provided.

Manufacturer narrative:
B5: additional information: medwatch mw5108054 received 20 april, 2022 and attached in complaint object. No patient injury was reported., corrected data: h6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions c106106.